Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received reported that a pocket revision was done. The device was moved north to a shallower and flatter location to facilitate charging. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had difficulty charging their implantable neurostimulator (ins) because the ins pocket was deep. The patient had difficulty getting a good connection so they had not been using the therapy. It was noted that the ins was not discharged. No actions were initially taken and the patient was to continue to charge at home and use the ins therapy. It was unknown if they were able to recharge successfully. A few months later, it was reported that the patient was to have a pocket revision due to continued trouble charging. It was unknown if the pocket revision had been scheduled or performed. The patient outcome was unknown. The patient was receiving effective therapy. Interventions and patient outcome were not reported. Follow up was requested to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received on april 17th 2015 indicating that the patient would undergo a stimulator relocation which meant that the stimulator pocket would be moved. The date of surgery was (B)(6) 2015. If additional information is received, a follow-up report will be sent.